Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 8 mm in size and located in the left upper lobe <8 mm to the fissure. The patient had a medical history of emphysema. The procedure was completed, and the patient experience mild chest pain and mild hypoxemia. A large pneumothorax was identified; therefore, immediately a 14 french chest tube was placed. The physician believed the pneumothorax was not related to the ion system and noted that the patient was very sick. The physician believed that the pneumothorax was caused by the routine biopsy or the patient¿s emphysema and that a pneumothorax could have occurred with another biopsy modality. The patient was hospitalized for a total of 4 days - the chest tube was removed, and the patient was discharged home. The diagnosis was non-small carcinoma of the lung, per the physician, there was no allegation that a malfunction of an ion system, instrument, or accessory occurred.